Event description:
At about 1 month after primary, the patient has been revised because of recurrent joint luxation that occurred during hospitalization and at home after the surgery. Liner, glenosphere and metaphysis revised successfully.

Manufacturer narrative:
Batch review performed on 15-apr-2025 lot 2417026: (B)(4) items manufactured and released on 04-nov-2024. Expiration date: 17-oct-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other device involved: reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot 2413112: (B)(4) items manufactured and released on 18-jul-2024. Expiration date: 04-jul-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs director: revision 1 month after primary rsa due to recurrent joint luxation that occurred during hospitalization and at home after the surgery. Liner, glenosphere and metaphysis were revised successfully. From the radiographic image after the revision it is visible that the surgeon decided to lateralize the implant more with suitable components. The components remained intact and we cannot detect any hint of a defect that led to the problem. These events are normal originated by insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Manufacturer narrative:
Correction: d9.